Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the batteries. Functional testing and safety check were performed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a routine preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries failed the battery run time test. There was no patient involvement, and no adverse event was reported.